Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. As there are multiple factors that may contribute to post-operative swelling and muscle atrophy that are outside the control of zimmer biomet, the root cause of the reported event was determined to be not related to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, two days post-implantation, the patient displayed thrombosis of the interosseous and peroneal vein in the left calf. The patient was instructed to increase water intake and rehabilitation exercises and continued blood clot prevention medication as prescribed. The complication with the patient was reported to be resolved and the prosthesis remains implanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface size cd 10 mm height: catalog#00596202210, lot#64629352; stemmed tibial component precoat size 2: catalog#00598002702, lot#65521107. G2: foreign: china. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-03795; 0002648920-2023-00320. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.